Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device physically separated when the user removed it from the charger, resulting in a nonfunctional screen and subsequent difficulty using the device; the device had been synced prior to shut down and a replacement was arranged. Symptoms included no injury. Outcomes included interruption of intended device function without medical intervention. Investigation of this case revealed that the device exhibited mechanical damage consistent with screen and housing failure. It was concluded that the event constituted a device malfunction affecting usability, with no associated patient harm. The device will be returned for evaluation.